Manufacturer narrative:
The customer called technical support to report that when the device was powered on, the display was flickering. The customer also noted that the previous repair attempt to upgrade a first-generation liquid crystal display (lcd) to second-generation lcd was not completed properly and requested troubleshooting assistance to complete the repair. The remote service engineer (rse) provided the customer with the part numbers of the six display parts that are needed to upgrade the lcd, which included. If the customer chose to replace the entire user interface (ui) assembly instead, the rse also provided the customer with the part number of the replacement ui assembly and e-mailed the supporting document with service bulletin included. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.

Manufacturer narrative:
H10: g1 phone number ((B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the device powered on, the display was flickering. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that when the device powered on, the display was flickering. The customer also noted that the previous repair attempt to upgrade a first-generation liquid crystal display (lcd) to second-generation lcd was not completed properly and requested troubleshooting assistance to complete the repair. The remote service engineer (rse) provided the customer with the part numbers of the six display parts that are needed to upgrade the lcd. If the customer chose to replace the entire user interface (ui) assembly instead, the rse also provided the customer with the part number of the replacement ui assembly. The investigation is ongoing.